Event description:
It was reported that this right atrial (ra) lead was explanted due to a nonspecific product performance anomaly. A new lv lead was implanted. This product has not been returned. No additional adverse patient effects were reported.